Event description:
It was reported that the 9900 system had an error message displayed on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.